Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturing representative regarding a patient who was receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that a motor stall and recovery was seen at initial interrogation; the pump stalled 4 days prior to this report date and was stalled for 48hrs. The patient did not recently have a magnetic resonance imaging (MRI). At the time of this report, they were preparing to replace the pump. There were no symptoms reported. Additional information has been requested regarding the cause of the stall, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.